Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 2.25 x 32 synergy stent was selected for use. However, during unpacking, it was noted that the stent got lifted when it was taken out from the hoop. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.25 x 32mm distal portion of the stent delivery system was returned for analysis, the proximal portion was separated and not returned, this includes the manifold, strain relief, hypotube, midshaft and part of the shaft polymer extrusion. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts lifted and pulled. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The hypotube was detached and not returned. The mid-shaft section was detached and not returned. A visual and tactile examination of the outer and inner lumen found a shaft polymer extrusion break 53mm proximal to the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 2.25 x 32 synergy stent was selected for use. However, during unpacking, it was noted that the stent got lifted when it was taken out from the hoop. The procedure was completed with a different device. No patient complications were reported.